Manufacturer narrative:
A ge service representative performed an on site investigation. The steering handle was repaired during the service call. The system was put back into service.

Event description:
It was reported that the 9800 system had a loose steering handle. No pt injury was reported.